Event description:
It was reported that difficulty to view under the fluoroscopy occurred. The 78% stenosed target lesion was located in the left subclavian artery. A 7.0x30x135cm express ld vascular stent was inserted for treatment. During the procedure, it was noted that no stents were seen on the angiography after the delivery was in place. The procedure was completed with another of the same device. The patient status was stable and there were no patient complications. It was further reported that the target lesion was mildly tortuous and mildly calcified. The reference diameter of the treatment area was 7-8mm. The lesion was predilated with a 5.0x30x135cm sterling balloon; however, when the stent was ready for deployment, it could not be deployed. After the device was withdrawn from the patient, it was found that there was no stent on the shaft. It was noted that the stent dislodged inside the patient during delivery and was removed without any additional intervention. The procedure was completed by placing an 8x27x135cm express ld stent.

Manufacturer narrative:
H6 - device codes: added the codes for positioning failure and device dislodged or dislocated.

Event description:
It was reported that difficulty to view under the fluoroscopy occurred. The 78% stenosed target lesion was located in the left subclavian artery. A 7.0x30x135cm express ld vascular stent was inserted for treatment. During the procedure, it was noted that no stents were seen on the angiography after the delivery was in place. The procedure was completed with another of the same device. The patient status was stable and there were no patient complications.